Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft internal cannula was allegedly disconnected from the handle. Reportedly, the device was exchanged for another and the procedure was completed.

Event description:
It was reported that the proximal luer of the vascular stent graft system was allegedly disconnected from the handle. Reportedly, the device was exchanged for another and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
This event was determined not MDR reportable as the detachment occurred on the proximal end of the delivery system (outside of the patient) and the detached component is part of the handle and would never go in the patient. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the condition of the returned sample the reported failure was confirmed. The handle was found to be detached from the luer adapter. However, considerable residue of adhesive was identified on the luer adapter. No indication was found that a manufacturing related issue may have caused the reported detachment. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling it was found that the instructions for use (IFU) sufficiently address the potential risk. Regarding storage and handling of the device the IFU states "store in a cool, dry place. Keep away from sunlight." And "the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use."